Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported a noisy image on the flex deflectable videoscope. The reported allegation occurred during set up and inspection for use, before the patient was in the room. There was no patient involvement reported.